Manufacturer narrative:
H6. Investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3142623 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed and other complaints have been received on batch 3142623 for contamination. No retention samples for batch 3142623 were available for inspection. There were two photos received for investigation of this complaint. The first photo shows several plates (batch number 3142623 can be seen on five plates and time stamps 0259, 0258, 0329, 0258 are visible) with contamination on the agar surface and within the agar. The second photo shows several plates with batch number 3142623 visible on two of the plates (time stamp 0329, 0228 visible) with contamination on the agar surface and within the agar. No return samples were available for investigation. This complaint can be confirmed for contamination. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Bd will continue to trend complaints for contamination. H3 other text : see h10.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar 20 from each shelfpack was contaminated. The following information was provided by the initial reporter, translated from german to english: batch 3142623 of item 221291 is extremely contaminated. We feel that we have to discard at least 20 or more plates from each unit. Today's delivery of the standing order (same batch) is the same again.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar 20 from each shelfpack was contaminated. The following information was provided by the initial reporter, translated from german to english: batch 3142623 of item 221291 is extremely contaminated. We feel that we have to discard at least 20 or more plates from each unit. Today's delivery of the standing order (same batch) is the same again.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.